Event description:
This complaint is from a literature source. The following literature cite has been reviewed: polus js, perelgut me, vasarhelyi em, teeter mg, lanting ba. Femoral stem migration after direct lateral and direct anterior total hip arthroplasty: a prospective cohort study. Can j surg. 2022 aug 4;65(4):e487-e495. Doi: 10.1503/cjs.013221. Pmid: 35926882; pmcid: pmc9363127. Objective/methods/study data: the purpose was to assess implant stability of stem designs implanted with the dl approach and compare outcomes from this cohort with those of a previously reported cohort of patients who underwent arthroplasty with a da approach. We also sought to determine if early recovery influences differences in migration. 79 patients were involved in the study. All patients were implanted with a corail cementless femoral stem (collared or collarless), pinnacle cup, altrx liner, and femoral head. Lot, model and catalog number are not available, but the suspected depuy synthes device possibly associated with reported adverse events: corail femoral stem other devices that were used on the patient at the time of the event: pinnacle cup, altrx liner, and femoral head. Adverse event(s) and provided interventions possibly associated with corail femoral stem (qty 1) implant migration reported with no noted intervention.

Manufacturer narrative:
Product complaint # (B)(4). D4: the device catalog number is unknown; therefore, UDI is unavailable. The following literature cite has been reviewed: polus js, perelgut me, vasarhelyi em, teeter mg, lanting ba. Femoral stem migration after direct lateral and direct anterior total hip arthroplasty: a prospective cohort study. Can j surg. 2022 aug 4;65(4):e487-e495. Doi: 10.1503/cjs.013221. Pmid: 35926882; pmcid: pmc9363127. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary. No device associated with this report was received for examination. An evaluation of the manufacturing record could not be performed as the required product/lot number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot . The device lot number is unknown, therefore a device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed.